Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the main seal on the external pulse generator (epg) was exposed. It was also found that the output connector was broken, and the lower case was damaged. Two encoder knobs, one case screw, and one hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device seal on the external pulse generator (epg) was exposed. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.